Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery the autonome injector was failed. The physician subsequently removed the lens and implanted it using a company cartridge. Additional information received that there was no harm to the patient.